Manufacturer narrative:
The field service engineer performance scheduled maintenance and checked the sipper pipette. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The calibration and quality control results were acceptable. This event occurred in (B)(4). (B)(4).

Event description:
There was an allegation of a questionable ise indirect sodium gen.2 result for one patient sample from the cobas pro c 503 analytical unit. The initial sodium result was 152 mmol/l and the repeat result was 143 mmol/l. The result was confirmed by a gasometer analysis result of 143 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.